Event description:
During a thoracoscopy with bleb resection the surgeon used two different ez35b devices to remove bleb. The surgeon closed the device and pulled the firing trigger. The handle closed completely but no staples were fired and the knife blade did not transect. This happened two times with two different devices. Another device was used to complete the case. No buttressing material was used. There was no consequence to the pt.

Manufacturer narrative:
D5; h4: added additional info. Based upon the info received and the visual examination, it was concluded that the instruments were returned non-functional. The instruments were disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.